Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus, therefore, for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy system high energy mode was unable to be activated with no errors or alarms. The reported issue occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
According to the customer, the front panel indicator on the unit had a switch that activated high energy mode; however, after a conversation with an olympus technical representative the customer understood that the high energy mode can be activated by using either a button on the transducer or a button on the foot switch. It was concluded that the customer did not understand that the indicator light on the front panel were not switches. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy system high energy mode was unable to be activated with no errors or alarms. The reported issue occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.